Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery. Reportedly, a cuff miss occurred when the needle plunger was retracted, there was no suture. The proglide device was removed and two additional proglide devices were used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Device #2 and #3: part #12673-03, lot #90046-6h indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.